Manufacturer narrative:
Product analysis: the analyzer failed functional testing. The analyzer was forwarded to the contract manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as part of an inventory reduction initiative, and subsequently tested out of specification. There was no patient involvement.